Event description:
It was reported that a patient with an recurrent brain tumor was undergoing the placement of a lumbar drain. The surgeon had placed the large needle with the return of cerebral spinal fluid, but with minimal manipulation was unable to advance or thread the drain. He attempted to turn the needle and drain, and then felt a twinge and pulled out the whole assembly. The tip of the drain was missing. X-rays and fluoroscopy were performed, but the tip could not be visualized. The pt was sent to post anesthesia care unit, and then later underwent an MRI which did show the tip. The surgeon does not believe the tip is in the dura, so the tip will be left in place. He thinks the drain may have kinked on the wire, which is why he was unable to advance it.